Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for follow-up complaining of feeling low heart rate. Upon interrogation the device exhibited diagnostics anomaly. The device was reprogrammed and remained implanted.